Event description:
It was reported that the led was broken off at the user facility. There was no patient involvement, medical interventions, or adverse consequences reported with this event.

Manufacturer narrative:
The reported event that the device has a broken black ring around the sensor was confirmed during visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that the led was broken off at the user facility. There was no patient involvement, medical interventions, or adverse consequences reported with this event.